Event description:
It was reported that the patient was admitted on (B)(6) 2010 due to congestive heart failure. Interrogation revealed that the left ventricular lead exhibited no capture. The lead was then turned off. On (B)(6) 2010 fluoroscopy showed that the lead had migrated to the right atial cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .